Manufacturer narrative:
Concomitant medical products: product ID 8780; serial# (B)(4); implanted: (B)(6) 2013; product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving dilaudid (20 mg/ml at 2.8 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had their pump replaced due to normal battery depletion, on (B)(6) 2019, and the hcp was not able to aspirate the catheter so they revised it with an 8784 but were only able to confirm a very small amount of csf backflow. It was noted the catheter tip was intrathecal and not epidural. A 0.3 ml back table prime was done for the new pump but the hcp did not feel comfortable priming the newly revised catheter so caller inquired about how long it would take for the catheter to fill back up with drug. Tss troubleshooted with caller reviewing pertinent info per caller's inquires and calculated the duration for caller. The caller was to confer with the hcp. No symptoms were reported.